Event description:
Physician reported rupture and lymphadenopathy confirmed by ultrasound. Left side. Device explanted and replaced.

Event description:
Physician reported lymphadenopathy. Double capsule, capsular contracture, baker grade ii and seroma noted from medical reports. Left side. Device explanted and replaced. Rupture was initially reported, however upon explantation the device was found to be intact.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified brown particle material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Physician reported left side rupture. Device explanted and replaced.

Event description:
Double capsule, capsular contracture, baker grade ii and seroma noted from medical reports. Left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, g2, h6. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade ii and seroma-late.